Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the harmonic ace instrument had a recognition issue. The customer replaced the harmonic ace instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. Failure analysis found the primary finding of broken blade to be related to the customer reported complaint. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error and stop working.